Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, guidewire, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The locator has a kink near the blood inlet holes. The carrier tube is in rear lock position. The bypass tube is detached. The suture is deployed. The suture appears cut below the black stop marker. A kink is present in the carrier tube. The carrier tube shaft is cut to reveal the tamper tube and clear stop marker. The complaint can be confirmed for carrier tube mechanical damage. The carrier tube had a kink in the shaft, preventing the tamper tube from deploying. The exact root cause cannot be determined. The likely cause is the kink occurred during unpackaging or handling of the device. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a right lower extremity (rle) angio, the angio-seal was deployed successfully. However, the tamp tube was stuck inside the sheath. The procedure was successful, and the blood loss was less than 250cc.